Event description:
A surgeon reports that following intraocular lens (iol) implant surgery, a pt is experiencing negative dysphotopsia. This pt had iols implanted in both eyes. (Info on the fellow eye documented on MDR report #1119421-2004-00133 submitted 04/2004.) When the pt closes the left eye, they see the dark shadow in the right eye. When they closed the right eye, they see the dark shadow in the left eye, but does not see the dark shadow monocularly. The association between this event and the iol is not known. Additional info has been requested.